Manufacturer narrative:
(B)(6). Investigation: a sample was not available for evaluation by the manufacturing plant. A quality engineer could not perform an investigation into the reported issue. The reported issue could not be verified and a possible root cause could not be determined since there was no sample available for evaluation. A device history record was performed on the reported batch and found zero defects regarding broken or bent needles. There were no notifications written during production of this batch. Qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 7086591 had 11 visual inspections performed on (B)(4) parts with one defect noted for low lube solids. The issue was caught at the beginning of the batch, and no product was affected. Investigation results: unable to perform as no photos or samples were provided. Possible root cause: unable to determine as no photos or samples were provided. If corrective/preventative action not required, provide rationale: no CAPA will be issued as the defect could not be confirmed.

Event description:
It was reported that after a patient¿s sub-q injection, the needle of a bd precisionglide¿ needle, sub-q bent and broke off. This caused the user to receive a dirty needle stick.